Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: service and repair discovered that the power output at cut 6 was too high. Analysis conclusion: the reported issue was able to be confirmed. Software, which was not calibrated, resulted in high output on cut 6. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Service initiated complaint: pulsar generator was returned with no issues reported. Servicing discovered high output on cut 6. There was no patient involvement, therefore patient demographic information is not applicable.